Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after the patient notifier was activated. Upon interrogation, the device was found to be in backup vvi mode. The programmer was operated to revert from backup vvi mode and the device was back to normal operation. The device was fully checked and no anomalies were found. It was suspected that interaction between the merlin.net transmitter and the device contributed to the backup vvi functionality. The patient was discharged without any problem.